Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Device not returned.